Event description:
It was reported that during a laparoscopic anterior resection procedure, the surgeon clipped vessel during left sided resection. Initially, the clips seemed to form correctly, although the instrument firing handle looked very stiff and took longer than usual to get back to normal position after being fully depressed to form the clips. Then the instrument would not form clips and dropped two successively into the abdomen. The surgeon then retrieved the unformed clips and exchanged for another device, which worked fine. This was from the same batch as the faulty instrument. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.